Manufacturer narrative:
Internal report reference number: (B)(4). Syringes were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for labeling issue for the trueplus single-use insulin syringes. Pharmacist is calling on behalf of the customer. Customer had purchased a box of syringes labeled 1.0cc 30g 100ct 5/16 8/cs, but different size syringes had actually been inside the box: 0.5cc 30g instead of 1.0cc. The package had not been opened or damaged when received by the customer. The customer is not claiming they were injured using the sharp. No symptoms and no medical attention associated with the use of the product was reported.

Manufacturer narrative:
Sections with additional information as of 05-oct-2023: h6: updated FDA¿s type, findings and conclusions codes. H10: syringes were not returned for evaluation. Complaint was forwarded to supplier quality and internal evaluation was performed by the manufacturer using syringes from the same lot. No abnormalities observed with retention samples. Most likely underlying root cause: mlc-009: use error caused or contributed to event.